Event description:
It was reported that the patient had a fall and ever since then, the patient had been experiencing pain at the implantable pulse generator (ipg) site and has been unable to charge. The physician believes that the ipg flipped in the pocket. The physician offered the patient a pocket revision to help with the pain at the ipg site and charging difficulties, however the patient declined and preferred to have the spinal cord stimulation (scs) system removed. The patient underwent an explant procedure where the scs system was removed. Post operatively, the patient was recovering without any complication. The hospital retained all the explanted devices and will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).